Event description:
On 12/13/94 a button port catheter placed in right subclavian vein. On 11/6/95 line removal attempted. Portion of catheter from port to cuff was removed and distal end of catheter retained in pt. On 11/7/95 pt transferred to another facility for removal of retained catheter.